Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). After investigation the event for this pr# is no longer reportable. (B)(4). Summary of investigational findings: investigation is based on event description and image review. Venogram at time of filter placement demonstrated a celect-pt deployed at the juxta-renal vein level. No significant tilt, but the right lateral most secondary filter leg extends approx. 10mm outside the column of contrast, projecting into the lumen of the right renal vein ostium. Follow-up the next day demonstrated filter in a stable position and with insignificant tilt in the reference to the segment of ivc, but up to 24° tilt from the bony landmarks. Tilt should be measured in reference to the longitudinal axis of the ivc. Six weeks later the tilt had slightly decreased, probably due to variations on breath-hold during the acquisition of the x-ray. The filter was retrieved without reported difficulty. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
(B)(4). Catalog #: unknown but referred to as a cook celect filter. Expiration date: unknown as lot # is unknown. Since catalog # is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. MFR date unknown as lot # is unknown. Investigation is still in progress.

Event description:
Description of event according to initial reporter: during the index procedure on (B)(6) 2016, the patient received a celect® filter. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 18 mm. There was no evidence of filter migration, extravasation of contrast, deformation, or filter legs appearing outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 2.1 degrees. On, post-procedure x-ray (same day as procedure): analysis: the angle of filter tilt in the ap view was 2.6 degrees and 19.7 degrees in the lat view. Patient outcome: the patient remains in the study.